Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 2.9 mmol/l at the time of the call. The customer's insulin pump did not pass the displacement test. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump passed displacement tests. Several boluses were programmed and delivered properly. Boluses recorded properly in bolus history. Motor tested fine and no motor anomaly noted.